Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. With the customer's batteries installed, the device would not power on. Physio replaced the device's batteries. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered on, during a test they did when starting their shift. There was no patient use associated with the reported event.